Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to inspect and clean the pump's components, ensuring proper cartridge placement. Customer successfully completed the loading process and resumed insulin delivery.